Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced an inflammation at the implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics for 14 days (specific date not reported). The patient also underwent a manual drainage procedure on (B)(6) 2022.